Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from site that the "patient had events associated with driveline disconnects and power disconnect issues as seen on log files." It was said that the "patient and caregiver seemed confused about the incident and seemed to indicate the driveline connector was faulty." It was further stated that the "patient and caregiver sleep in two different rooms and it appears the patient accidentally disconnected driveline at night and caregiver came in and reconnected it." "Alarms on the log files were confirmed. "The onsite "team evaluated the connector extensively and believe the locking mechanism was working fine, however opted to change the controller as a precaution." The patient had an elective controller exchange, which they "tolerated well with no issues and was awake and oriented throughout." "Patient and caregiver were re-educated by the vad team." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Controller con099728 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.